Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in three pieces. Visual inspection of the lead found an external abrasion breaching the outer insulation at 14.5 -14.6 cm from the cut end/reference point and exposing the outer coil at the middle region of the lead consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.